Manufacturer narrative:
This incident is being reported due to the user falling and sustain a broken thumb related to the rollator collapsing when the fork broke. The pictures provided appear to confirm the fork assembly had broken. However, at this time the cause of the damage couldn't be determined. The user¿s exact weight was unknown. However, the user did state they were ¿large¿ but below the weight capacity of the device. The device was over 9 years old at the time of this incident. If further information becomes available that changes the current findings a follow up medwatch will be filed.

Event description:
The reporter stated the user fell while sitting on the maxi rollator. The fork assembly broke and the device collapsed resulting in the user sustained a broken thumb and bruising.